Manufacturer narrative:
Device eval. By manufacturer: the device was returned for engineering analysis and the complaint was confirmed. Testing confirmed shaft temperature points to insufficient thermal insulation of the needle. The complete shaft was covered in frost therefore the atp system could not recognize the ice ball margins. No leak was found on the vacuum sleeve external surface during the vacuum sleeve bubble test. Secondary findings of soldering flux and tin residuals were found on the vacuum sleeve external surface.

Event description:
It was reported that a needle frost occurred. An icepearl 2.1 cx 90 degree needle was selected for treatment of a renal cell carcinoma in the patient. The needle passed testing and was inserted into the patient. When the stick option was initiated the shaft began to freeze and ice went down the needle shaft. The needle was warmed and removed. The procedure was completed with another needle. There were no patient complications reported.

Event description:
It was reported that a needle frost occurred. An icepearl 2.1 cx 90 degree needle was selected for treatment of a renal cell carcinoma in the patient. The needle passed testing and was inserted into the patient. When the stick option was initiated the shaft began to freeze and ice went down the needle shaft. The needle was warmed and removed. The procedure was completed with another needle. There were no patient complications reported.